Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: on (B)(6) 2011, the pt reported pain. Bleeding was found on chest part. On (B)(6) 2011, re-operation was done. Used fibrinogen and reinforce the stapled part by duet. The pt is under observation.